Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803.

Event description:
Patient reports the teeth are completely changed for the worse since the bite is off, gum loss, and strength of the teeth is completely gone (can't even bite the nails). The aligners have impacted the dental hygiene and health of the teeth and patient is extremely dissatisfied.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.